Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates a patient experienced a 5 cm diameter perforation of the acetabulum, while attaching an uncemented cup. The article reports an alternative procedure was planned to build a solid base composite graft as a bed for a cemented acetabulum cup. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
About "unusual cup reconstruction of massive acetabulum perforation in neglected femoral neck osteoporotic fracture: a case report" author: franky hartonoa et al. In this study there was 1 patient bearing a smith and nephew reflection® cup and synergy® femoral stem, it was reported that the patient's acetabulum was perforated in the process of attaching an uncemented cup size 50 resulting a total floor defect of 5 cm diameter. To fix this unexpected problem, an alternative procedure was planned to build a solid base composite graft as abed for cemented acetabulum cup.